Manufacturer narrative:
We believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated. However, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was then duplicated. There are being some mfg process changes made to subvert and or greatly reduce this type of event. Metal shavings were created and it is unk whether or not they were removed from the body- we are filing a report to document this event. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this compalint is observed in the field. When the complaint device is received here at depuy mitek it will be subjected to a root cause failure analysis. If the analysis identifies any other definitive root cause, outside of user technique, a follow-up report will be filed.

Event description:
The rep is reporting that during a shoulder procedure, the surgeon was utilizing a mitek fishmouth lupine drill guide to implant the soft tissue anchor. After drilling the hole for the anchor, he noticed a significant amount of metal shavings around the drill hole and floating in the joint space. He removed the drill guide from the pt and noticed that the guide was bent, causing the drill bit to rub against the shaft, causing metal shavings. To complete the case, the surgeon used a different drill bit and implanted the anchors without a drill guide. It is unk if the surgeon made an attempt to remove the metal shavings.